Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced itching and rash during treatment with an ak 98 machine. Medical intervention was not reported. Patient outcome was not reported. No additional information is available.

Manufacturer narrative:
The device was evaluated on site and repaired by a hospital technician. No information was provided suggesting any defect or malfunction of the used machine. The cause of hypersensitivity reactions, may be attributed to multiple factors, including patient's medical conditions, medications, dietary, sterilizing agent, materials used in the disposables. It cannot be excluded that the cause of the events was an insufficient machine disinfection. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.